Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02063. It was reported that the leads were observed to have migrated, via x-ray imaging, after patient had multiple falls. As a result, surgery occurred on (B)(6) 2020 to revise the leads, which addressed the issue.